Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it failed to recover showing a service operational error. The customer reported that the nurses were not able to pull any medication. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced the anes-surg recovery. A technical support specialist completed the reverse synchronization by followed the knowledge article; station was fully synchronized to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.